Manufacturer narrative:
The device was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose (bg) levels reached in the 400 mg/dl range while wearing the pod between 4 and 24 hours on the hip/buttocks. Mother stated that the site looked like the cannula did not enter his skin completely. For treatment, a manual injection and changing the pod.

Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation of the device found score and puncture marks on the bottom housing. The device was unable to establish connection with the master pdm and no data was downloaded. Inspection of the device found the exposed portion of the soft cannula bent and partially torn off. Although this damage was observed, it cannot be determined when or how this damage occurred. The bottom and middle battery voltages were measured to be low. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.